Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 24 hours, no power loss or rebooting was duplicated. There was no damage to the battery cap or compartment. There was rebooting observed on (B)(4) 2012. The power issue was observed but could not be duplicated. The pump was opened and there was moisture in the pump. The bolus button was damaged and the bolus button was found to be leaking. A damaged bolus button will allow contamination to permeate the button contact negatively impacting the button function. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that after the pump was exposed to pool water, the pump turned off and would not power back on. The reporter confirmed that there was water in the battery compartment. The reporter stated that there are no cracks in casing or display. This report is made based on the allegation of the power issue.